Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in (B)(6) site 10 in the mouth, the implant did not achieve primary stability or osseointegration. Clinician reports the patient is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in (B)(6) site 10 in the mouth, the implant did not achieve primary stability or osseointegration. Clinician reports the patient is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)